Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to a possible blood clot.

Event description:
On 12/13/2024, a sales representative reported via phone that an abs-10061t arthrex angel® prp kit had an incomplete separation with the blood in the cartridge and could not complete its filling. They used an additional kit and transferred the blood to complete the case. There was a slight case delay. This was discovered during a brostrom repair procedure on 12/12/2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.